Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows a small "l" shaped cut or puncture in the cannula body. The cut was located approximately 3" from cannula tip end. Cut or puncture hole was deep enough to cause fluid leak to atmosphere when < 1 ps of back pressure was applied. Attempts were made to recreate the puncture cut with a scalpel in two separate areas of cannula body. Although the cuts were similar they fail to create the "l" shape that was present in the original cut. Review of the device history record shows that the product met mfg specifications when released for distribution. Analysis could not determine when the cut in the cannula occurred. Conclusion: reduced performance of the device occurred and was related to the event. Analysis could not determine when the cut in the cannula occurred, as the product lot was found to meet specifications when released for distribution. As these products are 100% visually inspected prior to release, it is likely that the cut occurred during the procedure. The cannula was replaced without reported without reported complication.

Event description:
Medtronic received information that this cannula exhibited a hole 5 cm from the distal tip, resulting in a blood leak. This observation was made during the bypass case. The decision was made to remove and recannulate the pt. It was reported that the amount of blood lost was insubstantial. There were no reported pt complications.